Event description:
It was reported to philips healthcare that the heartstart mrx "auto test work only in manual code". There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.